Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The patient charges every 2 days and they used to charge around every week and a half. They patient fell outside around winter time. No further complications reported.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. It was reported ins doesn't fully charge ins and ins doesn't hold a charge as long as it used to. The patient said she doesn't feel like ins "as strong as it used to be". The patient reported she puts recharger on and charges every 2-3 days now. The patient said ins is starting to lose charge more quickly. The patient noted ins battery is down from yesterday's charge already. The patient had not recently been reprogrammed or switched to a new group. The patient not recently needed to increase parameters. The patient reported that last time the patient had a routine checkup was in 2012, when the patient got a new ins. The ins was replaced due to normal battery depletion. The patient was walked through the use of the recharger and the patient was getting full coupling. The patient said the ins battery won¿t charge the last ¼. The patient will charge for 2 hours or beyond that and the last ¼ still doesn¿t fill up. It was reviewed it can take time to charge the ins. The patient was redirected to their healthcare provider to discuss charge interval. The patient did not have a managing healthcare provider and provider listings were sent. The patient further reported kidney pain, no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient was having their neurostimulator (ins) replaced because she was having to charge every other day. The patient stated their ins was dying. Patient stated it had been quite some time. No further complications were reported/anticipated.